Manufacturer narrative:
Internal complaint reference:(B)(4). "Analysis on efficacy and safety of inter-tan and pfna internal fixation in treating elderly femoral intertrochanteric fractures". Doi: 10.3969/j.issn.1671-8348.2021.14.032.

Event description:
It was reported that on literature review "analysis on efficacy and safety of inter-tan and pfna internal fixation in treating elderly femoral intertrochanteric fractures", after surgery with intertan, 1 patient had cox vara. Further information is unknown and not available.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. Should additional medical information be provided this complaint will be re-assessed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to procedural/user error, surgical complication or patient condition. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.